Event description:
It was reported the patient presented after hearing an alarm. High pacing impedance of greater than 2500 ohms was noted. No shocks were delivered. The pace/sense portion of the lead was capped and replaced. The high voltage portion remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.